Event description:
The patient was implanted with a left ventricular assist device. The hospital reported that the patient experienced intermittent alarms and the log file showed pump stoppage alarms. The system controller was exchanged and the event was resolved.

Manufacturer narrative:
The reported event of intermittent alarms was confirmed. The log file retrieved from the system controller contained events consistent with reported event. During analysis, maneuvering of the black cable at the connector end produced atypical alarms and intermittent yellow wrench on the power module. Further analysis of the system controller revealed a compromised inner brown wire. The exposed conductor of the brown wire would short to the shielding of the power cable when maneuvered that could result in various alarms and resetting of the power module. A review of device history records for this system controller showed no deviations from manufacturing or qa specifications. This situation is being addressed through the manufacturer's corrective/preventative action system and an urgent medical device correction notice (29165969/2/10001-c) was sent to customers. The attached user facility report was received from the intermacs registry. No further information is available. The manufacturer has closed its file on this event.